Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The cause of the peritonitis was not reported, but it was reported that the patient has a history of not being compliant with antibiotic therapy. The patient was not hospitalized for the peritonitis event. Although treatment for the peritonitis event at the time of diagnosis was not reported; thirty-eight days after the peritonitis diagnosis, the patient began treatment with unspecified intraperitoneal antibiotics (medication, dosage, frequency, and duration not reported). Initially, dianeal therapy was reported to be ongoing; but on an unreported date peritoneal dialysis therapy was discontinued and the peritoneal dialysis catheter was removed. Eighty days after the peritonitis diagnosis, the patient began hemodialysis therapy. The patient was recovered from the peritonitis event. Additional information was requested, but is not available at this time.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number of the device was unknown; therefore, a sample analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.